Event description:
A pharmacist called on behalf of a customer who tested his blood glucose using his 2 contour meters and received readings of 53 and 95mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. Customer is expected to returned his strips for evaluation. New strips were sent to him.

Manufacturer narrative:
The initial reporter's phone # and address were not provided.